Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the pacemaker was in backup vvi. No intervention was performed and no further information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information received reported that the device was restored and the patient was asymptomatic before, during, and after the reprogramming.